Event description:
The pt's past medical history included laparoscopic surgery with removal of the sigmoid section of the colon and anastomosis formation to treat diverticulitis in 2002; anastomosis failure resulting in the need for a laparotomy with temporary ileostomy formation later in 2002; laparoscopic "removal" of the temporary ileostomy 3 months later; laparoscopic gall bladder removal; a laparoscopic procedure to treat symptomatic adhesions 2003. The pt stated that he had suffered from adhesions with symptoms of nausea, vomiting, severe abdominal pain and cramping, ever since his second surgery in 2002. In 2005 the pt underwent another laparoscopic procedure to treat his symptomatic adhesions, at which time seprafilm was placed in the area of the bowel. Three months later the patient was hospitalized for a bowel obstruction related to adhesions. His symptoms included nausea, vomiting, severe abdominal pain, and cramping. The pt was discharged from the hosp 3 days later. The pt stated that his physicians wanted to perform another bowel surgery, but that he had refused. The pt's outcome was not reported.